Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some drops of liquid was noticed on the spike of twenty-five (25) non-vented high-volume inlets. This was observed in unopened packaging before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h6. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.